Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hemorrhage, shock, and death, as listed in the instructions for use, are known possible complications associated with mitraclip procedures. Based on available information, cause for the reported hemorrhage and shock could not be determined. Reported death was due to reported hemorrhage and shock. The reported required medication was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed for hemorrhagic shock and patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with moderate-severe chronic, ischemic functional mitral regurgitation with leaflet tethering. Mitraclip was implanted without a device issue, reducing the mr to grade 1+. Reportedly, there were good results. On (B)(6) 2021, the patient was hospitalized with worsening heart failure. Diagnostics were performed. Pulmonary congestion with effusions were observed, along with a dilated left ventricle. The patient was in acute kidney failure and so nephrotoxic medications were discontinued. The electrocardiogram showed right bundle branch block and labs displayed elevated white blood cells. A chest drain was placed for the pulmonary effusions. Per physician, the worsening heart failure, pulmonary congestion with effusions, dilated left ventricle, acute kidney failure, right bundle branch block, and elevated white blood cells were unrelated to the mitraclip. Reportedly, the mitraclip had remained stable and well seated, without any device related tissue injury observed. The last echocardiogram reported mild mr without any significant mitral valve pressure gradient. During this hospitalization, massive hematemesis had occurred. Medications had been provided. On (B)(6) 2021, the patient expired due to hemorrhagic shock. The death was deemed cardiovascular. Reportedly, the source of bleeding was not known. It was unknown if the hematemesis and subsequent death were related to the mitraclip device. No additional information was provided regarding this issue.